Event description:
A malfunction was reported with the pump, but no significant events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence, allowing the customer to continue using the pump while advising them to call back if the malfunction recurred.